Manufacturer narrative:
Date sent to the FDA: 09/24/2013. Additional: it was reported that the patient underwent implantation of mesh on (B)(6) 2011 due to stress urinary incontinence.

Event description:
It was reported that the patient underwent gynecological procedures in 2008 and on (B)(6) 2011, and mesh and an unknown pelvic mesh product was implanted. It is unclear on which date mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion of mesh patient experienced dyspareunia.. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.